Event description:
A customer reported that during a procedure, the surgeon noticed metal particles in the eye. A surgeon was able to get some of the particles out, but there are still some left in the iris. The procedure was completed by exchanging the phacoemulsification and I/a handpiece's. The surgeon stated there was no inflammation of the patient's postoperative visit and is doing fine.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).